Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the 1.5mm diameter k-wire slipped when drilling into wood. Therefore, the reported condition was confirmed. It was further determined that an unknown liquid was found internally and cone sleeve, bearings and o-rings were damaged. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was discovered that on position #1¿ (dot)¿ of the quick coupling device, the 0.062 pin was very tight to the point where the user was unable to safely get the pin in and out. According to the reporter the ¿0.062¿ would fit in the #2 position (dot) and adequately grip the ¿0.062¿ until the marked torque was applied. The reporter indicated that there was a minor delay in surgery. A spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.